Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crt-d, implanted: (B)(6) 2019, product ID: 5071-35 lead, implanted: (B)(6) 2005, product ID: 1388t lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a pocket infection. The epicardial leads were cut and capped. Cultures were taken. The patient received a new system the following week. No further patient complications have been reported as a result of this event.